Manufacturer narrative:
Insulin pump passed the displacement test. Unable to verify motor error alarm and perform basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to detached end cap. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer¿s parent reported that the customer insulin pump received a motor error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The insulin pump is not expected to return for analysis.